Manufacturer narrative:
The patient included in this study was treated with negative pressure wound therapy between (B)(6) 2001 and (B)(6) 2003 time period. It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged infected hematoma is related to v.a.c.® therapy. "The purpose of the study was to evaluate the use of negative pressure wound therapy to augment incisions and resolution of postoperative hematomas following high-energy trauma." Therefore, the hematoma was pre-existing and unrelated to v.a.c.® therapy. It is unknown if a wound culture was performed nor if antibiotic therapy was administered. Kci has made numerous unsuccessful attempts to obtain additional information. No additional information has been provided. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
Kci received article, stannard, james p., et al. Negative pressure wound therapy to treat hematomas and surgical incisions following high-energy trauma. Journal of trauma injury, infection, and critical care. 2006;60:1301-1306.doi:10.1097/01.ta.0000195996.73186.2e that reported one patient developed an infected hematoma that required surgical irrigation and evacuation while on v.a.c. Therapy. No additional information is available. The unit's type and serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.